Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
The customer reported channel error. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported channel error. There was no patient involvement.

Event description:
The customer reported channel error. There was no patient involvement.

Manufacturer narrative:
Imdrf annex a grid updated.

Event description:
The customer reported channel error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assembly for error code 240.4150. Lvp keypad recall completed. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor - 12 pack. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 19dec2017 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.